Event description:
It was reported that a month following the patient's laparoscopic procedure, the patient began to experience urinary leakage. The patient then had a revision surgery where the artificial urinary sphincter (aus) device was replaced and when explanting the device, the surgeon found that the cuff was compromised and there was a leak. The surgeon suspected that the catherization of the laparoscopic procedure compromised the cuff. The patient was treated successfully with no complications.